Manufacturer narrative:
Qn# (B)(4). The customer returned one used radial arterial catheterization device (minus the catheter) with the needle cannula detached. The guide wire was advanced out of the hub and the guide wire tube was folded over. Visual examination revealed the entire needle was separated from the needle hub. The needle was able to fit in the hub; however, it was loose and easy to remove. No adhesive residue was visible in the needle channel of the needle hub when observed under magnification. No adhesive residue was visible on the proximal end of the needle cannula under magnification. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. The outer diameter of the needle cannula, the inner diameter of the needle cannula, and the inner diameter of the needle hub were measured and all were found to be within specification. A device history record (DHR) review was performed on the catheterization device, the needle and the hub and no relevant manufacturing issues were identified. The customer reported issue of the needle become separated from the hub of the catheterization device was confirmed during sample investigation. Microscopic examination revealed no traces of adhesive inside of the needle channel of the needle hub or on the tip of the needle cannula. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. Dimensional inspections were performed and no issues were found. Based upon the observed defect the probable cause of this issue is manufacturing - assembly related. A non-conformance request has been generated to further investigate this complaint issue.

Event description:
The doctor reports "the needle detached as the catheter was advanced into the patient. The wire assembly came away, leaving a bit of the needle protruding from the hub of the catheter in the patient's wrist. I was able to retrieve the needle. Other than this, it was an easy, straight-forward insertion." There was no patient injury or consequence. The patient's condition is reported as "fine". Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4).

Event description:
The doctor reports "the needle detached as the catheter was advanced into the patient. The wire assembly came away, leaving a bit of the needle protruding from the hub of the catheter in the patient's wrist. I was able to retrieve the needle. Other than this, it was an easy, straight-forward insertion." There was no patient injury or consequence. The patient's condition is reported as "fine". Therapy was not delayed/interrupted.